Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 30-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device was evaluated. The investigation summary concluded the flow restrictors met specifications for pressure pot testing. The root cause was not identified. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 0203100941, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 04-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 4ml/hr, procedure: appendectomy, cathplace: unknown, date of procedure: (B)(6) 2019. It was reported after two days of using the pump the patient felt fine and only had numbness on one spot as she was instructed. All of a sudden the patient experienced full numbness on her stomach, felt dizzy and had a metal taste in her mouth. The patient stated that she even fainted mid-day. The patient stated that all of a sudden she just did not feel right. She called the doctor's office and they instructed her that it was "normal and possibly a rush of medication." The patient then called the hotline nurse and was instructed to clamp the pump and call back 4-hours later. Later when the patient called the hotline nurse she was feeling much better and all of her symptoms had resolved. The patient removed the pump, the pump was partially full during removal. No additional information was provided.